Event description:
It was reported that (B)(4) bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes had clotting issues. The following information was provided by the initial reporter: "covance is experiencing clotting issues. Covance experienced clotting issues on 65 samples."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: 9158877; additional expiration date: 2020-12-31. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional manufacture date: 2019-06-07.

Event description:
It was reported that 65 bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes had clotting issues. The following information was provided by the initial reporter: "covance is experiencing clotting issues. Covance experienced clotting issues on 65 samples."